Event description:
It was reported that the ventilator's o2 gas module had a leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's o2 gas module had a leakage. Identification of issue has been done by analyzing problem description and service report. Based on provided information, the device has been inspected and o2 gas module was pointed as defective. Air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm reported. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 11/15/2022. Corrected manufacture date: 11/11/2022. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).